Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while clipping the vessel in a laparoscopic cholecystectomy, the clip was jammed in the top portion of the clip applier. They also noted the jaws were unable to close. There were issues in loading or firing of the clips. They used a new clip to complete the case. There was no patient injury.